Manufacturer narrative:
This complaint is still under investigation.

Event description:
Barcode reading error. The product reference indicated on the label of the product is : product code 129432125/ lot 7769487. When the customer scans the barcode, the product reference indicated is: product code 129431125/ lot 7769487

Manufacturer narrative:
Received the product. Tested the barcode and there seems to be no issue with the product code. The product code from the barcode is the same as the product code indicated on the label. Depuy considers this complaint closed.